Event description:
It was reported that balloon rupture occurred. A 4.0mm x 15mm quantum¿ maverick¿ balloon catheter was selected for use to treat the target lesion. During preparation, as the physician performed a test on the device, the physician noted that the balloon ruptured upon the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. The distal tip was damaged. Microscopic examination of the balloon revealed no damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to its rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 4.0mm x 15mm quantum¿ maverick¿ balloon catheter was selected for use to treat the target lesion. During preparation, as the physician performed a test on the device, the physician noted that the balloon ruptured upon the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.